Event description:
It was reported that the bolt that attaches the auxiliary lock slide to the auxiliary lock housing moved and got caught on the latch bar assembly, causing the cot to fall into position 3. After this happened, the emts could not raise and lower the stretcher and could not load the cot into the ambulance. There was reported pt involvement, however, no adverse consequences have been reported.